Manufacturer narrative:
The field service engineer (fse) followed up with the customer via telephone and was able to confirm the error by having the customer run a cup transfer test and customer indicated that the run did not complete due to an error 2162. The fse was able to reproduce the error by having the customer run a cup transfer test and customer stated the run did not complete due to an error 2162. The issue was resolved by the fse advising the customer to clean the cup pick up white tip with alcohol. After cleaning with alcohol, customer ran a transfer cup and completed with no error. Customer confirmed that the issue was resolved and did not want onsite service. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 22nov2019 through aware date (B)(6) 2020. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages states the following: error message: [2162] c. Transfer dropped cup. Cause: the cup hold sensor failed to detect the cup before it was released. Action: please contact the tosoh local representatives. Check s063, the cup pickup position for each mechanism, and the cup hold mechanism. The most probable cause of the reported event was a sticky cup pickup.

Event description:
Customer reported a c cup transfer dropped cup error. The site cleaned the cup pick up sensor, waste chute, removed any dropped cups, rebooted the analyzer and upon startup/reboot all set home was performed and the error returned. A field service engineer was dispatched to address the reported issue which caused a delay in reporting follicle stimulating hormone (fsh), estradiol (e2), luteinizing hormone (lh ii), beta human chorionic gonadotropin (bhcg), and progesterone (prog iii) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.